Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch #mw5111108 attached.

Event description:
User facility medwatch report (#5111108) received that states: "faulty catheter - catheter migrated out of the pa (pulmonary artery) because it was not able to be locked in place." Subsequent to user facility medwatch report received, corrected information was provided by the account: it was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a diagnostic right and left catheterization procedure using a 6f sheath. Reportedly, the prostyle device was deployed and the footplate retrieved [retracted]. The suture was not releasing from the device. The suture was manually cut to successfully remove the device. A non-abbot device and manual compression were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.e1/e3: subsequent to filing the initial report the physician's information was received.